Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, a cracked reservoir tube, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The compromised force sensor system alarmed during the basic occlusion test due to a loose/protruded drive support disk. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump and insulin squirted out during manual prime. Customer was disconnected during prime. Customer's blood glucose level was 340 mg/dl. The pump piston continued to move forward after reservoir contact. Insulin squirted out and then the compromised force sensor system alarm occurred. Customer stated that numbers appeared on the screen and no beeps were heard. Leaving prime was not possible and the customer tried with different infusion sets. Customer stated that the pump was not dropped or bumped. The pump had no water contact and the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.